Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several rows of stent struts on the proximal end of the stent that were stretched. The stretched struts extended over the proximal markerband. The bumper tip of the device showed no signs of damage. There was blood on the proximal end of the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were two kinks in the hypotube 176mm and 192mm from the hub. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with single vessel disease. Vascular access was obtained via the radial artery. The 70% stenosed, 14mm in length, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 2.50mm in diameter left anterior descending artery (lad). The lesion contained a <= 45 degrees bend. The left main coronary artery was engaged coaxially using a 6f 3.0 non bsc guide catheter. After a non bsc guide wire crossed the lesion, a 2.0x9mm maverick balloon catheter was used for predilation. Then a 16 x 2.50mm taxus¿ liberté¿ stent was advanced but was unable to cross the lesion. The device was removed and the lesion was again predilated using the 2.0x9mm maverick balloon catheter. An attempt was then made to re-advance the 16 x 2.50mm taxus¿ liberté¿ stent to the lesion however it was noted that he proximal portion of the stent was flared. A 2.5x20mm ¿ liberté¿ stent was then advanced and implanted in the lesion. Post dilation was performed using a non bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with single vessel disease. Vascular access was obtained via the radial artery. The 70% stenosed, 14mm in length, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 2.50mm in diameter left anterior descending artery (lad). The lesion contained a <= 45 degrees bend. The left main coronary artery was engaged coaxially using a 6f 3.0 non bsc guide catheter. After a non bsc guide wire crossed the lesion, a 2.0x9mm maverick balloon catheter was used for predilation. Then a 16 x 2.50mm taxus¿ liberté¿ stent was advanced but was unable to cross the lesion. The device was removed and the lesion was again predilated using the 2.0x9mm maverick balloon catheter. An attempt was then made to re-advance the 16 x 2.50mm taxus¿ liberté¿ stent to the lesion however it was noted that he proximal portion of the stent was flared. A 2.5x20mm ¿ liberté¿ stent was then advanced and implanted in the lesion. Post dilation was performed using a non bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.